Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate anti-tachycardia pacing (atp) and 5 shocks for what appears to be an atrial driven rhythm. Technical services (ts) was consulted, and the reports were reviewed. No additional adverse patient effects were reported. This device remains in service.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate anti-tachycardia pacing (atp) and 5 shocks for what appears to be an atrial driven rhythm. Technical services (ts) was consulted, and the reports were reviewed. No additional adverse patient effects were reported. This device remains in service. Additional information was received indicating that the physician opted to perform programming enhancements. No additional adverse patient effects were reported. This device remains in service.